Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During taping in a percutaneous case with sclerotic bone the tip of the 5mm viper tab broke of and was left in the patient. Was surgery delayed due to the reported event? Unknown. If yes, number of minutes: unknown. Action taken when event occurred? None. Was procedure successfully completed? Yes. Were fragments generated? Yes. If yes, were they removed easily without additional intervention? No. Patient status/ outcome / consequences no. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study? Unknown. This complaint involves one (1) device.